Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. (B) (4). During service at baxter, it was discovered that the channel a select key on the pumphead module keypad did not work. The channel a keypad was replaced.

Event description:
A during baxter service evaluation it was discovered that the channel a channel select key on the pumphead module keypad on a colleague cx triple channel infusion pump was found to be not working. There was no adverse event, patient injury or medical intervention associated with this report. The software (B) (4), categorzie as unremediated. There is no additional information available.